Event description:
It was reported that customer had concern that pump alerts and vibrations were too quiet, and customer felt unable to reliably hear alarms even though sound settings had been set to high. There was no reported impact to the customer¿s blood glucose level. Technical support reviewed and adjusted sound and vibration settings with customer, confirmed that both sound and vibration alerts activated as expected during testing, informed customer that pump operated as intended, advised that settings could be readjusted if needed, and customer was able to resume insulin therapy while concern was escalated for further review. Pump to be replaced. Customer will continue to use current pump.